Manufacturer narrative:
A review of the log files collected from the telemetry system performed by a spacelabs healthcare product support specialist (pss) showed evidence that some receivers experienced issues communicating with the telemetry farm. The logs also showed error messages involving the remote view service. At this time, the exact cause of the communication issues could not be determined but the ongoing investigation leads us to suspect that there may be a defect involving the remote view service. The reported issue was resolved by disabling the remote view service on each xtr and then rebooting all receivers and xhibit central stations connected to the telemetry farm. Spacelabs healthcare will continue to investigate the reported event and any additional information will be submitted in accordance with 21 cfr 803.56 when available.

Event description:
Spacelabs healthcare was notified that multiple beds connected to the xhibit telemetry receiver (xtr) system are showing offline. The customer, a biomedical engineer, also reported that the clinical staff is unable to admit telemetry patients. There is no patient harm reported with this event.